Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented with discomfort due to phrenic nerve stimulation which was caused by the left ventricular (lv) lead. It was also noted that the lv lead also exhibited elevated capture threshold. The lv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.